Event description:
It was reported that the implantable pulse generator (ipg) was undersensing the patient's atrial fibrillation (af) and pacing. The patient was feeling tired. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.(B)(4).